Manufacturer narrative:
This issue "mv images have wrong date stamp when a common clinical workflow is used" is a known issue and has been tracked and trended since 03/2009. Considered by varian as not to be a significant safety risk, a workaround was identified for this issue, such that the customer should close the pt instead of pressing 'save image'. When pt is closed, image records are saved prior to the image save and therefore, the image dameon would not change the creation date. In 2009, a discrepancy report (dr) was logged and the issue fixed in the version 8.6.17 production release. The issue still exists for customers with versions < 8.6.17. As a result of the most recent complaint received 02/23/2011, varian performed a new risk hazard analysis (rha), in which the latest complaint and trending info were considered and evaluated. As a result of this rha, varian determined on 03/22/2011, that this malfunction, should it recur, could potentially result in serious harm, and has issued a CAPA to further address this issue for customers with versions <8.6.17. This report is a result of varian's retrospective review and trending data. All corrective action related to this malfunction will be reported under the guidelines of 21 cfr part 806. No additional follow-up to this MDR is expected. See scanned page.

Event description:
The customer states that their imrt protocol is: on day one, a v-sim, take mv images with no treatment, 2nd day is a v-sim, take mv images and do a treatment, 3rd, 4th and 5th day, they do v-sim, take mv images and treat. On the first day the mv images save to olr as they should. On the 2nd day, the mv images are saving to olr but with the same date as the first days images, therefore, it is hard to tell the difference of which set of images were actually taken on the 2nd day. The images taken on the 3rd, 4th and 5th day save to olr correctly. If you look in rtc, the date of images taken are also correct. When looking in pt viewing of these images, the dates are incorrect there, just as they are in olr. This is happening on multiple pts. There was no report of serious injury as a result of this event.